Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had a high blood glucose level of 452 mg/dl. Customer was experiencing no delivery during a bolus. Customer declined troubleshooting the pump for the high blood glucose.